Event description:
Customer reported that her insulin pump was cracked. She stated there was a chip on the top of the battery compartment and a piece missing from the insulin pump. Customer's blood glucose was 149 mg/dl. The customer was unaware of how the damage had occurred. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Pump received with minor scratched display window. Unit received cracked case display window corner. Unit received with broken battery tube threads. Pump received with cracked reservoir tube lip. Pump received with cracked reservoir tube. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).